Manufacturer narrative:
The visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pivot balloon. During the visual inspection, it was seen that the obturator was broken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the box was opened, the obturator was found to be broken. No patient injury reported.